Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment of atrial sensitivity out of specification, it passed all incoming vxi tests and bench testing with no anomalies observed. Analysis did note that the lower case and ring cover were broken, the lead flex cover was contaminated, four case screws were missing, the ring was bent and the keyboard was scratched. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the external pulse generator (epg) atrial sensitivity was out of specification. The epg was returned for repair. There was no patient involvement.